Manufacturer narrative:
Manufacturer's investigation conclusion: the left ventricular assist device (lvad) event and periodic log files retrieved from the returned device revealed events consistent with the patient¿s outcome. The log files appeared to capture the device functioning as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
E3: occupation: corrected. H5: labeled for single use: corrected. Manufacturer's investigation conclusion: the evaluation of the heartmate 3 left ventricular assist system (lvas), serial number: (B)(6), confirmed a thrombus formation in the outflow graft and extrinsic outflow graft obstruction (eogo). Review of the submitted image confirmed obstruction to the outflow graft cannula. Additionally, a direct correlation between the heartmate 3 lvas and the reported events and subsequent patient outcome could not be conclusively established during this evaluation. (B)(6) was returned assembled with the pump cable severed approximately 3¿ from the pump header. The distal portion of the pump cable and the modular cable were not returned. The sealed outflow graft was returned not attached to the pump cover outlet port with the bend relief engaged to the graft hardware. The apical cuff was not returned. Approximately 3¿ of the outflow graft was returned with the outflow graft bend relief properly engaged to the graft attachment hardware. Upon removal of the outflow graft bend relief, a lengthwise crease was observed along the proximal portion of the graft material. An accumulation of tissue on the exterior of the graft was observed to have filled in and formed over the crease, suggesting that the graft had been distorted for an undetermined amount of time while (B)(6) was supporting the patient. These findings are consistent with extrinsic outflow graft obstruction during support. The lumen of the sealed outflow graft revealed no evidence of developed or adhered depositions or thrombus formations. Examination of the lumen of the sealed outflow graft revealed a red, tissue-like thrombus. The thrombus obstructed a significant portion of the outflow graft attachment. Once removed from the outflow graft hardware, the thrombus appeared to be firm and well-structured and retained its shape. A specific origin and length of time that the thrombus was within the outflow graft could not be conclusively determined through this evaluation. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no evidence of developed or adhered depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The left ventricular assist device (lvad) event and periodic log files retrieved from the returned device revealed events consistent with the patient¿s transplant surgery. The log files appeared to capture the device functioning as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, document (B)(4), rev. D and the heartmate 3 lvas patient handbook are currently available. Section 1 of this IFU lists right heart failure, driveline infection, pump thrombosis, and death as a potential adverse event that may be associated with the use of the heartmate 3 lvas. Section 1 also addresses all pump parameters. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms and explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 5 of the IFU, ¿surgical procedures", outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft to the pump", instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." Section 5 of the IFU, ¿surgical procedures¿, explains that moderate to severe aortic insufficiency must be corrected at the time of device implant. This section also states that if the aortic insufficiency is not addressed, the device will not be able to provide the intended flow. Section 6 of the IFU (under "right heart failure") discusses the potential development of right heart failure following implant and outlines the associated treatment options, including inotropes and right ventricular assist device (rvad) placement. Section 6 of the IFU, ¿patient care and management¿, lists infection as a potential late postimplant complication. Several sections of the IFU and patient handbook provide care instructions regarding infection prevention, as well as suggested responses in the event of infection. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section b1: type of report corrected. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient was initially admitted for norovirus and diarrhea. The patient was found to have severe right ventricle (rv) dysfunction with wide open tricuspid regurgitation (tr). The patient was known to have had mild rv dysfunction pre-left ventricular assist device (lvad) implant, but the patient was denied transplant due to continual positive tetrahydrocannabinol (thc) results on drug screens with intermittent non-compliance. The tr was new as of this visit. The patient was noted as having normal flows at the time, but low pulsatility index (pi). The patient was also known to have an external outflow graft obstruction (eogo), identified during a hospital stay in (B)(6)2024 (MFR# 2916596-2024-06330), as well as a known chronic driveline infection (MFR# 2916596-2024-06752), and was found to have a 19th positive culture with streptococcus anginosus (s. Anginosus)/candida albicans (c. Albicans)/lactobacillus/peptoniphilus asaccharolyticus (p. Asaccharolyticus). The patient was later noted to have increased low flow alarms with low pi and syncopal episodes and was transferred to another hospital, at which they underwent a right heart catheterization (rhc) with ramp. The patient was placed on intravenous (IV) inotropes (dobutamine), and while the rv remained the same the tr improved from severe to moderate. Palliative medicine saw the patient multiple times in the hospital, and the patient was eventually discharged for home hospice on (B)(6) 2025 with IV dobutamine. The patient stated they felt relatively normal for around a week. The patient later pulled out their peripherally inserted central catheter (PICC) line and had to return to the hospital to have it replaced. The patient returned to the emergency room (ER) again on (B)(6) 2025 with worsening shortness of breath, weakness/fatigue, both signs of worsening and end stage rv failure. The patient passed away from rv failure on (B)(6) 2025. The pump was explanted and would be returned. The rv failure and death were not considered to be device related, and the device operated as expected.